Event description:
During a percutaneous transluminal angioplasty to the external iliac artery the balloon was reported to have ruptured. The vessel was described as having severe calcification, severe tortuosity and a 99% stenosis. The balloon catheter was advanced over the guidewire and through the sheath introducer to the lesion where the balloon was inflated using an indeflator. However the balloon ruptured at two atmospheres. The balloon catheter was withdrawn from the pt's body. There was no reported pt injury.

Manufacturer narrative:
The product was not returned for analysis and evaluation. A device history record review was performed and showed that this lot of products (r0706514) met all requirements per the applicable manufacturing quality plan (mqp), including the burst test values. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.